Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed's scale had been zeroed with the patient on the bed. The bed was displaying negative 127 pounds.